Manufacturer narrative:
296290 evaluation statement: the reported event of a pcu 800.8000 error code could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement .

Event description:
It was reported that the customer had repeated 800.8000 error code with a device in the facility's biomed shop. The device was in maintenance mode and could not be powered off completely without the device going into "watch dog failure". The device was noted to be missing one of four battery screws. There was no report of patient involvement.

Manufacturer narrative:
The reported event of a pcu 800.8000 error code could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The device is used for therapeutic purposes. H11:g4 h3 other text : product not returned.